Event description:
It was reported that the subject device was only producing half of an image during device set. According to the initial reporter, the patient was not yet in the room. This event had no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. No additional reportable malfunctions were identified during the device evaluation. Since the reported failure was not confirmed a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.